Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: customer reports alarm sounding during high flow o2 therapy without associated alarm message or alarm bar illuminated. We suspect that the alarm is associated with pprox. Logs show repeated instances of low pressure (acknowledged) which could be explained by customer disconnecting flow sensor from nasal catheter during application of high flow therapy. Awaiting confirmation from customer that flow sensor was in fact in use.

Event description:
The following was reported to hamilton medical ag: customer reports alarm sounding during high flow o2 therapy without associated alarm message or alarm bar illuminated. We suspect that the alarm is associated with pprox. Logs show repeated instances of low pressure (acknowledged) which could be explained by customer disconnecting flow sensor from nasal catheter during application of high flow therapy. Awaiting confirmation from customer that flow sensor was in fact in use.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: apparently the device alarmed but neither the ventilation was affected nor any technical issue could be found in the log files but the operator`s action to quit the alarm by pushing the audio button. However, the error could not be reproduced, hence a root cause could not be determined. Correction: the certified service personnel on site checked the unit but was not able to reproduce the issue in hiflow mode. The unit alarmed normally. They performed a full calibration of the device and put it back to use. Note: d4 was corrected.